Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical inc., (isi) followed up with the initial reporter and following additional information was obtained : the instrument was inspected prior to use. There was no damage or anything out of the ordinary. The damage was first observed intraoperatively. There was a broken silver cable. No arcing was observed during the procedure. The reported instrument did not collide with any other instrument or tool during the procedure. The procedure was completed with a backup instrument. No photographic images or video recording of the procedure were available for isi review. The customer did not have information on patient demographics.

Event description:
Refer to h11 for follow-up information.